Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for qc material and for one patient sample after the software on the system was updated. The initial elecsys ft4 assay result was 7.66 ng/dl and initial elecsys tsh assay result was 4.76 uiu/ml. These results were reported outside of the laboratory and were questioned by the doctor. The sample was sent to a reference laboratory and on (B)(6) 2017 the ft4 result was 1.5 ng/dl and the tsh result was 8.76 uiu/ml. The patient was not adversely affected. The ft4 reagent lot number was 246830 and the tsh reagent lot number was 260471. The expiration dates were requested but were not provided. The field service representative could not find an issue. He performed a check and adjusted the voltage. Performance testing was completed and calibration and qc were acceptable. An issue with the mixer was suspected as the customer noticed the mixer was not rotating.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issue appeared to have been resolved by the service actions.